Event description:
It was reported the lead impedance gradually increased from 700 to 1100 ohms. Technical services recommended clinic testing with isometrics and pocket manipulation during real time egm paper running along with real time impedance measurements. Based on results, continue to monitor impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.this event was originally included in remedial action exemption summary report (B)(4). Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore it is being submitted as such. (B)(4).